Event description:
After 16 + months of implantation. This ICD was explanted because it was reported that during a routine follow-up interrogation a meassage regarding end of life (eol) and abnormal rapid battery depletion was displayed. In addition, a charge time test was performed and it was >40 seconds. Therefore, the device was exlanted in 2006.

Manufacturer narrative:
(Other): messages regarding eol and abnormal battery voltages were displayed during a routine follow-up interrogation. The analysis from the manufacturer is pending.